Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the device is non-functional. The indicator tool is disassembled; it appears that the glue failed separating the back of the tool. The exact cause of disassembly could not be verified, however; it is possible that the back portion was not glued sufficiently and/or the customer attempted to repair tool by separating the components. It is not recommended that these tools be disassembled as malfunction will occur. This is the first complaint of this type for this product code, therefore; it is considered to be an isolated incident. We will continue to monitor for this or similar complaints for this product code. At the present time, this complaint is considered closed.

Event description:
Affiliate informed that: "the tms is no longer functional". On (B)(6) 2012, the affiliate informed that there was no adverse consequences to the patient and/or delay in surgery greater than 30 minutes. (B)(4).